Event description:
The pt showed symptoms of underdosing. Contrast x-rays did not reveal leakage. When the catheter was replaced, a hole was noted. Following the replacement, the pt had no more underdosing symptoms. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4): the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.